Event description:
Philips received a complaint by the customer on the v60 indicating damaged oxygen connections. It is currently unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the customer had damaged oxygen connections. Repair is currently pending.

Manufacturer narrative:
E: (B)(6). Reporter phone: (B)(6) /institution phone (B)(6).

Manufacturer narrative:
H10: per good faith effort, due to no call back from the customer; they were sent an oxygen fitting kit. The customer replaced the oxygen fitting kit to resolve the reported issue. The issue was also identified to be in use at time of discovery. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.